Event description:
The customer reported a false positive alinity I stat high sensitive troponin-I result for one female patient generated on the alinity I processing module. The following data was provided (reference range: < 6 ng/l): on (B)(6) 2025, sid (B)(6): initial troponin-I result = 31.1 ng/l, repeat troponin-I result = < 5.1 ng/l . There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in-house testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 77406ud00, however, no trends were identified for alinity I stat high sensitive troponin-I assay, list number 08p13. A review in the corrective and preventive actions (CAPA) system did not identify any nonconformances, potential nonconformance or deviations associated with the complaint lot. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Accuracy testing was completed for the complaint lot 77406ud00 using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I stat high sensitive troponin-I reagent lot 77406ud00 was identified.. Correction: d9 - device available for evaluation - initial: yes / updated: no.

Event description:
The customer reported a false positive alinity I stat high sensitive troponin-I result for one female patient generated on the alinity I processing module. The following data was provided (reference range: < 6 ng/l): on (B)(6) 2025, sid (B)(6): initial troponin-I result = 31.1 ng/l. Repeat troponin-I result = < 5.1 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21 (alinity I stat high sensitivity troponin-I), with 510k/PMA/bla number k202525.